Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: there were no power issues observed in the black box history. There was corrosion observed in the battery compartment. There was no damage found to the battery cap or compartment itself. The battery cap was able to securely attach to the pump and its contacts were found to be within specifications. The pump powered on normal with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. There were no leaks found during testing. The pump was opened and no damage was found internally.